Manufacturer narrative:
This device used for treatment and not diagnosis. The instrument was analyzed for conformance to print specifications as well as the device history record was researched: no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face is homogenous which indicates material conformity as well. Based on the findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We are not able to determine the exact cause of this occurrence. We can only assume that a hit with another device, a drop to the ground or a mechanical overload during use has caused this breakage.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the cutting tip of the application instrument for sternal zipfix broke off. The surgeon cannot confirm if the device broke happened during the procedure or if the instrument was broken prior. The hospital or manager is keen to assess the product to see if it has happened whilst in use and if by assessment can tell how the instrument was damaged. This is 1 of 1 report for complaint #(B)(4).